Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 07/30/2014 with the following findings: no findings pertinent to this complaint were observed in the pump history data. Battery voltage data from the black box were found to be within normal specifications. During evaluation, the pump drew electrical current within the specifications. The pump cover was removed and no evidence of intermittent connections or moisture damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that frequent low/replace battery alarms had been occurring with 3 separate batteries out of at least 2 separate packs. The reporter denied damage to the battery cap or compartment and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.